Event description:
The reporter indicated that a 12.6mm tmicl12.6 implantable collamer lens of -9.50/2.5/065 (sphere/cylinder/axis) was implanted into the patient's left eye (os). A scheduled lens removal for an unknown reason was reported. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
D6a: unk. H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).